Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient presented with complaints of nausea, abdominal fullness and discomfort, a 6 lb weight gain, and hematuria/hemolysis. The patient also reported feeling progressively worse for the previous four days. The patient had missed their diuretic doses but did take all other medications. At the time of the event, the patient's anticoagulation regimen consisted of warfarin and aspirin. The patient was admitted due to acute on chronic systolic and diastolic congestive heart failure. The patient's lactate dehydrogenase (ldh) level was 3360 u/l and their inr was 4.69. A ramp study demonstrated that the left ventricle dimension did not decrease despite increasing the pump speed from 9600 rpm to 11200 rpm. A diagnosis of pump thrombosis with intravascular hemolysis resulting in hemoglobinuria was made by the attending cardiologist. A pump exchange was planned within one week. At 8 pm the same day, it was reported that the patient developed acute onset left facial droop, dysarthria, dysphagia, and left upper-extremity (lue) weakness. A cta was negative for large vessel occlusion and a CT of the head showed no hemorrhage or early infarct signs. Neurology diagnosed the patient with cardioembolic stroke which appeared multifocal. On (B)(6) 2016, the patient's inr was 3.51 but decreased to 3.01 on (B)(6) 2016. After being cleared by neurology, the patient underwent an urgent pump exchange on (B)(6) 2016. The day after the pump exchange, the patient's modified rankin scale [mrs] score was 1 and their nih stroke score (nihss) was 4. Additionally, the patient did not pass the swallowing test. On (B)(6) 2016, the inr was 2.11. A neurology consultation confirmed left facial droop, left hemiparesis and left-sided distinction. On (B)(6) 2016, the patient's inr had decreased to 1.18. No further information was provided.

Manufacturer narrative:
Requests were made for the device to be returned for information; however, it was not received. The report of suspected pump thrombosis with intravascular hemolysis and cardioembolic stroke could not be determined. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device was returned for evaluation. Device evaluation: the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported issue could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.